Manufacturer narrative:
E1: patient city (B)(6) patient country: australia. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia on 3-sept-2024, it was reported that the patient encountered hospitalization due to low blood glucose level. The length of hospitalization was less than 24 hours. The blood glucose level was found to be low. The patient was treated with glucagon no further information available.